Event description:
Per the clinic, the patient developed keloid and recurrent drainage around the abutment. The patient was placed under general anesthesia on (B)(6) 2021 to undergo skin revision surgery and to remove the abutment. Oral antibiotics were administered (specific date and duration not reported). It is unknown if there are plans to replace the abutment as of the date of this report.